Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer reported that their blood glucose (bg) was low. Reportedly, customer consumed food and performed a cartridge, syringe needle, and infusion set change to address issues.